Event description:
It was reported that the pump battery could not be charged. Additionally, the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.